Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial MDR the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: e1 (telephone number added) and g2 (remove health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, there is a probable that e101 error occurred because the heat generated by lamp lighting was not sufficiently exhausted due to the malfunction of the cooling fan. However, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite xenon light source displayed a temperature abnormality error e101. The issue was observed during the procedure and the physician decided to complete the procedure with the same device. There were no reports of patient harm or impact associated with this event. The customer reported the event occurred in (B)(6) and (B)(6) 2023. Refer to related patient identifier: (B)(6).

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the e101 error message was displayed due to a malfunction of the fan on the lamp side. No other abnormalities were identified. This event is under investigation. A supplemental report will be submitted upon receiving additional information.